Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears as inappropriate anti-tachycardia pacing (atp) and an electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The atp was not successful and could have accelerated the arrhythmia. Medicine changes were recommended for the atrial fibrillation (af) with rapid ventricular response (rvr) and programming options were also suggested. The ICD remains in service. No additional adverse patient effects were reported.